Manufacturer narrative:
H3, h6: the device was received for evaluation. Service history review identified there was no indication, that the complaint was related to a service of the device within the review period. As a result of checking the event history log, it was confirmed, that there were no errors in the settings and no record of any alarms related to flow rate accuracy. Functional test was performed. And it could not confirm, the customer's issue. The accuracy was within specification. The most likely, suspected cause of the issue was the cassette or circuit products. The device was returned unrepaired to the customer at customer's request.

Event description:
It was reported, that the product has measurement error in flow rate accuracy. Event occurred, before patient use, during inspection. There was no patient involvement. And no patient harmed reported.